Event description:
A surgeon reported an unexpected refractive outcome following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who stated that the iol rotated sixty degrees off the intended axis one day after implantation. This resulted in the patient having three diopters of astigmatism. One week later, the iol was rotated back to the targeted axis. After a few weeks of healing, the astigmatism decreased to one diopter. The surgeon indicated that more time is needed to see if the astigmatism settles and improves; however, if it does not, she will consider performing a limbal relaxing incision (lri) to correct it. In the surgeon's opinion, the outcome could be attributed to the patient's history of high myopia and to corneal instability caused by the viscoelastic left in the anterior chamber during the original surgery. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).